Event description:
Customer reported the insulin pump wasn't working. Customer reported tried to give herself a bolus but the device did not allow her to enter her carbohydrates and started seeing the number go up. Customer's blood glucose was 156 mg/dl. Customer stated the device also alarmed failed battery test. Alarm and possible causes were explained. Contacts on the device were not missing or damaged. The battery compartment not the spring where damaged or corroded. Customer was advised to clean contacts and reinserted the battery. Device did not alarm. Customer was advised to monitor the device and new battery cap was sent. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.